Event description:
On 05/02/2023, it was reported by a sales representative via (B)(4) that an ar-1288rtt-fc3 fibertag tightrope with flipcutter iii blade would not close. This occurred during a case, the oblongs cut out was off center, and would not allow for the blade to fully close after retro reaming. They manually closed the blade with a grasper in the joint however it would not close to 3.5. They removed the flipcutter and drill sleeve simultaneously and shuttled the fiber stick through the bone tunnel instead of the drill sleeve. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation is confirmed based on the photo that the customer provided, which displays that the distal cutter tip and slots of the shaft had been damaged. The quality of the bone encountered was not specified. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion